Event description:
The customer reported image quality problems on both monitors. No injuries were reported.

Manufacturer narrative:
The ge service rep arranged to service system on monday. Could not reproduce the symptom. Found broken wires in the interconnect cable. He installed a new cable, then performed a function checked, and the system performed as desired.